Event description:
It was reported the patient's ipg is inoperable. It was also reported the charger and programmer were unable to communicate with the ipg a week ago. Subsequently, the patient's ipg was explanted and replaced. Effective stimulation wad restored post-op.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.